Event description:
It was reported that the 9600 system would not boot up prior to any cases. There was no patient involvement and no injury reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The hard drive and motherboard upgrade kit were installed during the service call. The system was tested and found to be working as intended and put back into service.